Event description:
It was reported a blood leak/blood clot was observed originating from the connectors between a thermax blood warmer disposable and an unspecified prismaflex st150 set during continuous renal replacement therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter last name: (B)(6). H10: the actual sample was not available; however, a photograph of the sample was provided for evaluation. During visual inspection of the provided photographic sample, the presence of coagulated blood was observed at the connection between the prismaflex set (male luer connector) and thermax bag (female luer connector). The reported condition was verified. However, due to the nature of the provided samples, no further testing could be performed. Therefore, the cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.